Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped sealing and cauterizing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. Signs of clinical use was observed. There was small evidence of blood and charred tissue was observed on the jaws. There were light amounts of blood detected on the handle. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed the max life test method. The device activated and transected tissue four (4) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported failure "failure to cut" is not confirmed. The analyzed failure ¿material twisted/bent; wire¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped sealing and cauterizing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.